Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reporting patient has been injected with 2 syringes of juvéderm® voluma¿ with lidocaine on ck2, ck3, and ck4. Three weeks later, patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine ¿at the level of the cheeks in topping ck5." Three weeks later, patient had oedemas with warmth on the right face. Physician feared it was an infection and prescribed pristinamycin for 7 days, prednisolone cp orodispers (solupred) for 3 days, desloratadine for 14 days. The following days, patient told the physician that the oedema reduced. A week later, patient reported a new oedema on both sides of the face and was prescribed desloratadine for a month, prednisolone cp orodispers for 2 days. Two weeks later (end of 6 days of treatment), patient reported oedemas occurred again. Patient took prednisolone again, but the treatment seems less efficient. Currently, in addition to oedemas, the patient has lumps in the mouth. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00483 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.